Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. The facility is currently conducting an autopsy on the pt. If baxter received info provided in this report and/or if the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. The device was programmed to deliver epinephrine to a pt (delivery rate and vtbi unk). The customer stated that the pump powered off without user input during the infusion, the pump was then powered back on and the infusion was started. A few minutes later, the device powered off again and the device was replaced and the infusion continued. The pt later expired, however, the customer has stated that the pt was coding and the pump powering off did not affect the pt outcome. The pt was being treated for suspected overdose of bupivacaine that was being received from an elastomeric pump for a femoral nerve block. The epinephrine was being delivered to correct the cardiac arrhythmias.